Event description:
No additional information to report.

Manufacturer narrative:
This supplemental report is being submitted to correct d7a.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the front-actuated grip's tissue pad was split, torn, and deformed. There was no patient involvement.